Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported that an apogee graft was implanted. The report indicates that the pt had "pain from bands of mesh eminating from the obturator foramen that were released during surgery, she also had failure of the device in treating her urinary incontinence."